Manufacturer narrative:
Per the tandem user guide: per the tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.

Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to resolve the issue. Reportedly, customer was using fiasp insulin which is not labeled for use with the pump. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.